Event description:
During a posterior urethral valve surgery, the needle electrode being used, reportedly flamed and a part of it disintegrated. No injury occurred. The damaged electrode was then discarded by the user facility or personnel following the surgery.